Event description:
It was reported that post a stenting treatment procedure, stent damage was noted.the lesion was located in the common iliac artery (cia). During a CT scan, following the placement of a 8.0x30x75cm express vascular stent, the physician noted that the implanted stent was "crushed". Following the CT scan, another manufacturer's stent was implanted. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4)device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)